Event description:
It was reported that when the manufacturer representative checked impedances after an implant electrodes #4 through #7 were found to be open. The lead configuration was changed to #0-#3 and #8-#11. This resolved the high impedance reading. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model unknown, serial# unknown, implanted: 2011-(B)(6), explanted: unknown lead, model unknown, serial# unknown, implanted: 2011-(B)(6), explanted: unknown.